Manufacturer narrative:
The electronic device logbook was evaluated and the lp therapy control unit circuit board from the peruses in question was checked in a laboratory device and subjected to a functional test at lp level. Based on the entries in the device logbook, it was possible to verify that the morning system test was successfully completed at 5:29 on the day in question, (B)(6) 2025. The relevant procedure was started at 9:32 in man/spont and continued from 9:38 in volume control af. The following ventilation was unremarkable. Beginning at 9:52, there were several reboots due to a temporary interruption in communication between lp therapy control unit circuit board and the gui¿c/pi¿c. After each reset, the device returned to its previous operating state. The therapy was then continued and proceeded without any further abnormalities. At 12:55, the procedure was ended with the switch to standby. The returned circuit board was subjected to an endurance run in a laboratory device for several days. Two comparable reboots were observed. No hardware faults were detected during the final functional test. Although no clear hardware failure could be detected, the lp therapy control unit circuit board can be assumed to be the cause of the observed reboot. After a reset, the therapy was continued with the last valid settings. The number of comparable cases attributable to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Event description:
It was reported that the device performed a restart on (B)(6) at 9:52 a.m. In therapy mode without an alarm and was then in standby again. According to the user, the patient was not at risk at any time, as the device immediately enabled manual ventilation until the end of the operation without any problems. No injury to the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device performed a restart on (B)(6) at 9:52 a.m. In therapy mode without an alarm and was then in standby again. According to the user, the patient was not at risk at any time, as the device immediately enabled manual ventilation until the end of the operation without any problems. No injury to the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.